Event description:
It was reported the external device displayed elective replacement indicator. Diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy.